Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.